Event description:
It was reported that there was a power on reset. It was also reported that the patient had been having radiation treatments. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 (B)(6) 2012 implantable pacing lead; 5076mri45 (B)(6) 2012 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.